Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, and the internal magnet was electively explanted. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 23, 2022.